Event description:
During the procedure, after the stent was placed in the target lesion, the pt developed a bradycardia. The pt is male, who was enrolled in a clinical study. The target lesion was the right common to internal carotid artery. There was no calcification or vessel tortuosity, the rate of stenosis was 61%. The angioguard xp delivery and the stent placement were successful. Pre-dilatation was performed with a 3.5mm sterling balloon (boston scientific) at 6 atmospheres and post-dilatation was performed with a 5.5mm aviator plus balloon catheter at 10 atmospheres. During the procedure, after the stent was placed in the target lesion, the pt developed a bradycardia. The angioguard was in place at the time of the event. Atropine sulfate injection was administered to the pt and the pulse returned to normal. According to the physician, this event likely occurred due to carotid sinus reflex by the stent placement. The pt's pulse at pre-procedure: 70/min, post-procedure: 79/min. The pt suffered no neurological symptoms and has been discharged.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three cordis products involved with this event which is associated with mfg. Report # 1016427-2009-00182, and 9610978-2009-00175.